Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a nurse discovered a fluid leak behind the cassette door of their cycler after ending the patient's peritoneal dialysis (pd) treatment. It is unknown if the cycler alarmed prior to or after the leak. It is unknown at which point in therapy the leak may have begun. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse confirmed that the cycler has been quarantined and drying for several days. The nurse confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The product number and lot number of the cassette was unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a nurse discovered a fluid leak behind the cassette door of their cycler after ending the patient's peritoneal dialysis (pd) treatment. It is unknown if the cycler alarmed prior to or after the leak. It is unknown at which point in therapy the leak may have begun. The nurse stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The nurse confirmed that the cycler has been quarantined and drying for several days. The nurse confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. The product number and lot number of the cassette was unknown.